Event description:
A consumer reported that she had purchased this product for use with her contact lenses. When she put her contacts in her eye, her eye became very sore and she experienced burning. The consumer reported that she had used this product before and had not experienced this problem. In a follow up phone call with the physician, it was reported that the pt had a corneal burn and had been referred to an ophthalmologist for further treatment. In a follow up phone call with the pt's husband, he reported his wife had been sent to a corneal specialist for treatment. Additional information was provided by the ophthalmologist's technician. It was reported that during examination, the consumer was noted to have corneal sloughing with descemet folds in her right eye. The pt was treated with an antibiotic drop. The consumer was not wearing contact lenses when she presented to this physician's office. The final diagnosis is corneal chemical abrasion, right eye.

Manufacturer narrative:
Evaluation summary: no sample was returned by the customer. The complaint history was reviewed and there was one other complaint of this nature reported. Review of the compounding and filling mdrs did not show any anomalies that may have contributed to the complaint condition. A review of the stability data for all product lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. The chemistry and microbial finished product results were reviewed and found to be acceptable. Incoming components testing results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. The root cause could not be determined. Additional information was requested on 11/01/2011 and 11/02/2011 by phone, fax, and mail. A completed questionnaire was received on 11/22/2011. (B)(4).